Event description:
Customer states an incorrect glucose result was obtained, and re-testing the sample gave results that were 2-3x the original result. No serious injury has been associated with this event. The original review of this event was conducted on 8/10/00 and no reportable event was identified. The ongoing investigation of this issue has now implicated a potential stirrer motor error that is random and intermittent. An intermittent error involving the stirrer motor could result in inadequate mixing of sample and reagent and incorrect results could be produced. Believable, incorrect results for glucose could be used in diagnosis or treatment decisions.